Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation is inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6). Related MFR report number: 3004742232-2024-00337.

Event description:
During a coronary procedure involving a diamondback 360 orbital atherectomy device, the tip of the viperwire advance guide wire detached. No further information is available.